Manufacturer narrative:
Manufacturer¿s investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient presented with one day of melena. The patient's hemoglobin levels were 13.5-14.4 and 11.4 on presentation with guaiac stool positive in emergency department. Warfarin was held. Their internal normalized ratio was 1.8 on admission and the patient was already off asa due to past gi bleed. They started a bid of ppi and followed serial hemoglobin and hematocrit. A gi was consulted since hemoglobin and hematocrit continued to decline. The patient underwent a single balloon assisted enteroscopy on (B)(6) 2019 which showed gastritis, no arteriovenous malformation. The video capsule endoscopy was unrevealing. Their hemoglobin and hematocrit stabilized and 8.8/26.2 prior to discharge. Patient was continued on bid ppi. The patient did not require a transfusion. No additional information was reported.